Event description:
Country of complaint: (B)(6). Low tensile strength of the thread, it breaks while knotting.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Manufacturing site eval: samples received: 1 unopened box with 36 pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Knot pull tensile strength results before releasing the product fulfilled OEM requirements. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified).